Event description:
It was reported that the pt was having low-pressure headaches while standing. The pt was over-draining and eventually developed slit ventricles. The shunt was explanted.

Manufacturer narrative:
The returned valve patent and passed siphon, reflux, and leakage testing. It was within specifications for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.